Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2017-01-31 mfg date: 2016-01-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's batteries were not lasting as long as they used to. The batteries will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: d4, h10 additional products: d4: battery / bat213905; UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary: two batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Controller log files were not available for analysis. Failure analysis of the returned devices revealed that the batteries passed visual inspection. Functional testing revealed that the units each had a battery capacity that was lower than expected. Functional testing of (B)(4) revealed abnormalities relating to cell pair 3. Supplemental testing of both batteries revealed that the cell pairs performed as expected when tested individually and that the printed circuit board assemblies (pcba) did not have any abnormalities that may have contributed to the power consumption issues. No visible abnormalities to the welds were observed; however, based on the investigation conducted, a faulty contact at a weld joint likely contributed to the batteries' power consumption issues. Additionally, supplemental testing of (B)(4) revealed a soldering issue on the wire associated with the thermal cutoff fuse. This is an additional observation not related to the reported event, likely due to improper assembly. The most likely root cause of the reported event may be attributed to faulty contacts at weld joints. Based on an internal investigation, the root cause of the faulty cell weld on cell pair 3 of (B)(4) can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. Additional products: d4: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.